Manufacturer narrative:
Product event summary: analysis found that the lower case, battery drawer, output connectors and bail covers were broken. It was also noted that the battery door release must be replaced. The main board was updated. The lower case, battery contacts, bail covers, output connectors and battery drawer were replaced. The device was checked, calibrated and cleaned. The device then passed all tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. There was no patient involvement.